Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. The patient desired an explant due to lack of pain relief. The system was explanted. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. The rep had no further information to provide. No further complications were reported/are anticipated.